Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 7:45 am with a high blood glucose level of 649 mg/dl. The customer stated that they felt symptoms of nausea and vomiting. The customer was not treated for their blood glucose while they were hospitalized. The customer reported that their insulin pump alarmed motor error as well as a motor position encoder error. The caller stated that the insulin pump would shut off in the middle of the night. The customer did not troubleshooting the issue. The customer did not return the product back for analysis.